Event description:
Our distributor reported that an adaptor in the rt126 infant low flow breathing circuit was missing. This was detected during an inward goods quality inspection. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. The device is en route to the MFR for inspection. A preliminary investigation was carried out based on the event description and previous experience with similar complaints. Results: the component was almost likely omitted during our packing process. Our records indicate that four other complaints of this nature have been received for this lot number. Conclusion: our monitoring and trending for this type of event shows a rate of occurrence of 0.0026% worldwide for the last year. We currently have a CAPA open addressing the issue of components being omitted during packing.